Event description:
It was reported that during collateral ligament surgery, the anchor of the twinfix ultra was found fractured when screwed in. Pre-drilling of the bone canal was normal and the bone quality was hard; all broken pieces were recovered from the patient using tweezers. The procedure was completed with a delay of under 30 min and a s+n backup device in the same bone hole that was originally made. No further complications were reported.

Manufacturer narrative:
The reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint. The anchor has been broken at the suture eyelet. Removal of the anchor showed the one of the inserter tines is broken off and remains within the anchor the other tine is bent and twisted. The condition of the device indicates it was subjected to excessive force during use. Per the device instructions for use ¿caution: use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.